Event description:
I was given boston scientific body guardian mini heart monitor on (B)(6) 2026. Within 24 hours of wearing it was experiencing itching and rash with the standard monitoring strip. Contacted the company and was sent the hydrocolloid strips which are supposed to be hypoallergenic. I switched to these on (B)(6) 2026 or (B)(6) 2026 as it took time for them to arrive and continued with the standard strips as I didn't want to miss any days of monitoring and tried to manage the itching. Once I switched to the hydrocolloid strips, I tried rotating site placement but continued to experience itching and this progressed to rash, skin breakdown, and a burning sensation. I had to stop monitoring on (B)(6) 2026 and at the time of removal my skin was broken down and it looked like what I can best describe as a burn: my skin was starting to blister and peel. It initially worsened on (B)(6) 2026 after removal and was increasingly red with itching and burning sensation. As of today, (B)(6) 2026, the redness is reduced but my skin continues to be in the process of healing and is continuing to peel but less so. This is very frustrating as I was supposed to wear the monitor for 30 days due to cardiac symptoms and a family history of cardiac issues and I wasn't able to even make it 2 weeks with this monitor. Patient device: 2033, 1943, 2075,2146,4540, 4537, 1999,1840. Device code: 2682. Reference report mw5188964.